Event description:
It was reported that the lead helix would not extend and capture anomaly was observed.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of mechanical anomaly was confirmed. The helix could not be extended after cleaning. The result could be attributed to blood clogged deep into the helix housing. The second reported field event of capture anomaly was not confirmed. No anomaly was found that could cause they reported capture anomaly.